Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer (fse). The reported alarms could not be duplicated. The ventilator passed all safety and functional tests and was returned to clinical use. Provided ventilator logs were reviewed. The reported alarms for low air and o2 supply pressure could be confirmed. There are no technical error codes on the reported event date, which indicates that there was no technical malfunction. Further information from the user facility stated that the reported alarms were due to that the supply pressure (air and o2) from the wall gas outlet was too low. The conclusion is that the ventilator system worked according its specification and alarmed as expected for actual low gas supply pressure. There is no evidence to support a technical malfunction of the device.

Event description:
It was reported that the ventilator, during patient treatment, generated alarms for low gas supply pressure. There was no patient harm. Manufacturer's ref #: 320397.